Event description:
It was reported that there was low impedance of 188 ohms bipolar and a possible insulation breach. No further pt complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events involving atrial leads; date range february 26, 2008 and february 25, 2010. This medwatch report represents 615 events (event type code malfunction) the info submitted reflects all relevant data received. If additional relevant info is received, a supplemental report will be submitted.